Manufacturer narrative:
Concomitant medical products: unknown 7 french sheath, unknown rosen wire, unknown catheter. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: a scan noted that the patient¿s filter had tilted posteriorly. Further, patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside patient's body. The following additional information received per the medical records indicate that, filter was placed due to history of deep vein thrombosis and pulmonary embolism. The filter was placed below the renal vein level. Additionally, patient had a computerized topography (CT) scan 10 years and 5 months post implantation that revealed that the filter hook was located inferiorly and the filter is slightly tilted posteriorly. According to the information received in the patient profile from (ppf), patient reported aching pain in chest, feeling of getting weaker, hard to breathe, the need to take an extra heart pill, coughing, psychological and mental anguish, and fear that implant will fracture, move, possible causing injury or death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited medical records received, the clinical cause of reported chest pain, difficulty in breathing, weakness and coughing is not able to be determined. Comorbidities may possibly attribute to these events that the patient reports to be suffering. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease and trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: a scan noted that the patient¿s filter had tilted posteriorly. Further, patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside patient's body. The following additional information received per the medical records indicate that, filter was placed due to history of deep vein thrombosis and pulmonary embolism. The filter was placed below the renal vein level. Additionally, patient had a computerized topography (CT) scan 10 years and 5 months post implantation that revealed that the filter hook was located inferiorly and the filter is slightly tilted posteriorly. According to the information received in the patient profile from (ppf), patient reported aching pain in chest, feeling of getting weaker, hard to breathing, taking an extra heart pill, coughing a lot, psychological and mental anguish, fear that implant will fracture, move, cause injury or death.